Event description:
Pt with cooks catheter balloon placed for cervical ripening when inserted it was documented that 80 mls of sterile fluid was inserted in the vaginal balloon. Upon removal the balloon only had 5mls in it. After assessing the equipment there was a clear leak in the vaginal balloon. Manufacturer response for catheter balloon, cooks cervical ripening balloon with stylet (per site reporter).